Manufacturer narrative:
Approximate age of device ¿ 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s inr target was recently dropped to between 2.0 and 2.5 due to nosebleeds. A gradual increase in frequency of pump power elevations was noted during lvad interrogations in clinic and in recent system controller log files. The patient¿s lactate dehydrogenase level was also trending up, although still less than three times the baseline. The patient was brought in for further evaluation and anticoagulation was increased. The patient remained clinically very well. The patient¿s hemoglobin level dropped slightly, but the inr target was increased again to 3. Plasma free hemoglobin could not be performed, but reportedly there was no other evidence of hemolysis. The patient was intermacs 3 and highly sensitized at lvad implant. It was reported that the healthcare professionals would assess the need for ramp echocardiography (aortic valve had been previously closed all the time) or further testing. The patient¿s antibody status would be reassessed. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported lactate dehydrogenase elevation could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed elevated pump power. A specific cause for the variable power could not be conclusively determined. No atypical alarms were captured and the system showed device operation above the low speed limit for the duration of the log files. The patient remains ongoing on lvad support with no further related issues reported. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that subsequent system controller log files submitted to the manufacturer¿s technical services showed pump power and flow elevations. No further information was provided.